Manufacturer narrative:
(B)(4). Investigation summary: a drawing was provided; the drawing serves as a mean to explain the damaged encounter by the doctor/hospital, it have three separated sentences along the reload; at the top - blade groove. In the middle - the blade cut the plastic part of the cartridge. At the end - cartridge. Based on the drawing alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the gastric cancer surgery, could not fire on the 2nd stroke of 2nd firing, felt the firing trigger was loose. Opened the jaw, found the cartridge was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. The device and reload were discarded.